Event description:
It was reported that the right atrial (ra) lead exhibited far r over-sensing. No interventions were performed and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.